Event description:
A malfunction occurred on the customer's pump, identified by a specific error code. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.